Event description:
Information received indicates, the brake/steer caster will not hold when the bed is in brake.

Manufacturer narrative:
The technician replaced the brake/steer caster to repair the bed.